Event description:
It was reported patient underwent a hip arthroplasty on (B)(6) 2013. During the procedure, the mh cup inserter handle fractured while the surgeon was impacting the cup. No fractured pieces entered the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of returned device found evidence that instrument fractured due to wear and vibration from impacting force to the handle will lead to weld failure over period of usage. This device was manufactured prior to implementation of (B)(4) which strengthened the weld to rivet.